Event description:
It was reported that the customer had issues with the sensor. Two sensors came out of his body on the second day of wear. His blood glucose level was 249 mg/dl. The customer's sensor was reading low when his blood glucose level was not low. He received a lost sensor alarm. When he removed the sensor, the sensor was kinked. The product was returned. Nothing further to report.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and found both sensor cannula retracted inside sensor base. One of two retracted cannulas found with broken cannula and broken part stuck on adhesive tape.